Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an incorrect blood glucose (bg) value into the pump when requesting a bolus, and subsequently did not receive the correct amount of insulin. Customer went to the emergency room (ER) due to a blood glucose level of 465 mg/dl with trace ketones. Customer was treated with intravenous fluids and insulin, and customer was released 3 and a half hours later. Upon being released from the ER customer's bg level was 86 mg/dl and customer was nauseous.